Event description:
The patient developed diffuse larnellar keratits after undergoing a lasik procedure. The flap was lifted and the patient was treated with topical steroids. The patient has recovered with no further complications.